Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regw0938 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer the gown tore during procedure. They had to open another kit. No other information was provided.

Event description:
It was reported by the customer the gown tore during procedure. They had to open another kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a torn gown is confirmed but the exact cause remains unknown. One surgical gown was returned for evaluation without product packaging. An inspection of the gown revealed damage near the arm sleeve. The damaged section was observed to be a tear near the sleeved region. The edges were observed to be rough and the characteristics were consistent with tearing of the material. Additional damage on the gown was noted and appears to be a slit. The characteristics of the split edges are indicative to potential exposure to a sharp instrument. Based on the information provided, possible contributing factors include damage during handling and sharp instrument damage. Since damage to the gown was found to be present, the complaint is confirmed but the exact root cause(s) remains unknown.